Event description:
Physician reported left side per anatomopathological report "granulomas of strange body", and "broken and posed a risk." Device has been explanted.

Manufacturer narrative:
Continued e.1: phone number: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of granuloma is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma.

Event description:
Healthcare professional reported, left side rupture. Granulomas of strange body. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, h6.

Event description:
It was later reported that these events were not related to this device. The event of granuloma will be un-report as the event occurred with the previous non-allergan devices. Device has been explanted.